Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with change sensor and lost sensor. The customer reported via phone call of radio frequency pic failed self-test. The customer's blood glucose level at the time of incident was between 100mg/dl and 220mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The customer was offered to have weak signal and lost sensor troubleshot, but the customer states it was past event they never reported and the sensor was replaced.

Manufacturer narrative:
The insulin pump was received with a constant a64 alarm due to faulty electrical component on the radio frequency board. Unable to verify weak signal or lost sensor alarm due to constant a64 alarm anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.